Event description:
Transplant clinic nurses noticed that there was no flashback when placing the IV into the vein to advance the catheter. The box contains about 20 closed IV catheters. This team used 7 out of the pack and have set the rest aside. When inserting the IV into the vein, the nurses would have to manually pull back on the needle to see the blood flashback, then advance and retract the needle. Team tested with other gauge needles from the same manufacturer which worked as expected with a flashback. Not sure of the issue, but since the flashback appears as expected using the same manufacturer kit, just a different gauge needle, the assumption is that something is not working correctly with this lot.